Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of an agent (dcb) balloon catheter. The device was visually and microscopically examined. There was a separation of the hypotube 21.8cm from the strain relief. There were numerous kinks and bends to the hypotube. There was contrast in the inflation lumen and balloon folds. There was blood in the guidewire lumen and balloon folds. The rapid port exchange was damaged. The balloon was tightly folded, and the tip of the device was damaged. Product analysis confirmed the reported break as there was separation to the device.

Event description:
It was reported that a shaft break occurred. The patient presented to the hospital with angina. A percutaneous coronary intervention (pci) was performed on a diseased first diagonal (1st diagonal) of the left anterior descending artery (lad), where a stent had previously been deployed. While introducing a 2.50mm x 15.00mm agent drug coated balloon (dcb), and attempting to advance the device through the side branch of the deployed stent, force was placed on the hub, and caused the hyotube to fracture approximately 20 cm from the hub. The device fractured outside the patient body, was successfully removed, and the case was finished. It was noted that nothing else was used after the agent balloon device, and the procedure was unsuccessful due to nothing could expand the lesion. Sedation was not required during the procedure, and no patient complications resulted in relation to this event.

Event description:
It was reported that a shaft break occurred. The patient presented to the hospital with angina. A percutaneous coronary intervention (pci) was performed on a diseased first diagonal (1st diagonal) of the left anterior descending artery (lad), where a stent had previously been deployed. While introducing a 2.50mm x 15.00mm agent drug coated balloon (dcb), and attempting to advance the device through the side branch of the deployed stent, force was placed on the hub, and caused the hyotube to fracture approximately 20 cm from the hub. The device fractured outside the patient body, was successfully removed, and the case was finished. It was noted that nothing else was used after the agent balloon device, and the procedure was unsuccessful due to nothing could expand the lesion. Sedation was not required during the procedure, and no patient complications resulted in relation to this event.